Manufacturer narrative:
Correction d3: device manufacturer name: replace baxter healthcare corporation with baxter international inc. H11: the actual device was not available; however, a photograph was provided for evaluation. The photograph was visually inspected and the twist clamp not in locking position was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of the minicap extended life pd transfer set was unable to close. This was observed before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.